Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and spinal pain. It was reported the patient had a 3rd pump implanted, on (B)(6) 2017, and it malfunctioned resulting in similar symptoms as they had in the past.